Event description:
A report was received that the patient will undergo a pocket revision due to discomfort at the pocket site.

Event description:
A report was received that the patient will undergo a pocket revision due to discomfort at the pocket site.

Manufacturer narrative:
Additional information was received that the patient underwent the pocket revision. The pocket was relocated to the right buttocks due to physician's preference. The patient was reportedly doing well.